Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 568 mg/dl. The customer treated with the insulin pump. The caller performed most troubleshooting and did not find any anomalies; however, the customer stated that sometimes she heard a double click when bolusing. The customer was sent tubing clamps and was advised to call back to perform the high pressure test. The customer was advised to change their set, reservoir, and insulin and treat. Nothing was replaced or returned for analysis.